Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl. Customer refused troubleshoot for the high blood glucose. Customer stated that insulin pump received insulin flow block alarm and they did self test and it was passed. The insulin pump will not returned for analysis.